Manufacturer narrative:
The calibration was acceptable and the quality control (qc) results were within the range. The samples were centrifuged before repeating. The samples were all tested on the same atellica im using three different reagent packs (p70900510054461, p70900510054460 and p70900510042595). The tube type is global medicare tubes that were not validated by the customer's internal tube validation process. The atellica im has been checked and maintenance is up to date, with no evidence of equipment failure. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer observed several initially reactive (positive) atellica im sars-cov-2 total (cov2t) results that were nonreactive (negative) upon repeat testing when conducting a population study. The initial results were reported to the physician and questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant reactive atellica im cov2t results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00272 on september 21, 2020. September 22, 2020 additional information: the answer to the question "was this device serviced by a third party?" Was received as "no". Section has been updated with this information. The sample type is serum. The sample tube type is dry tube with gel by becton dickinson (bd). The samples are centrifuged at 2000g for 10 minutes. The customer performed cov2t repeatability tests with 3 samples without preanalytical issues (no fibrin, samples were clear). Non-reproducible results were observed. The customer field engineer (cse) performed the following as part of technical assistance: checked acid and base dispensing - ok. Washing block dispensing and aspiration - ok. Alignments of reagent and sample probes - ok. General re-tightening of valves. No problem with the instrument was found. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00272 on september 21, 2020. Siemens filed the MDR 1219913-2020-00272 supplemental report 1 on october 15, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. The investigation finding, and investigation conclusion codes were updated.